Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of usage. No significant damage was identified. The implant analyzed and found to be according to the drawing specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The patient had type IV (low) bone density. The reported device was located on tooth #19 and was placed approximately for 47 days. X-ray or picture image was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the patient presented with acute pain. The implant was subsequently removed. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes' . The following sections have been corrected: h3: device evaluated by manufacturer; should have been 'device evaluation anticipated, but not yet begun (02)'.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided . Summary investigation.

Event description:
It was reported that the patient presented with acute pain. The implant was subsequently removed.